Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which caused a fracture of the humerus just below the humeral stem.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2012. Revision due to peri-prosthetic fracture when patient fell. It was performing and functioning normally with no issues but the patient then fell and fractured their humerus, causing a peri-prosthetic fracture just below the humeral stem. The stem, humeral tray, torque defining screw and humeral liner were removed and replaced with a long humeral stem and the relevant other components.